Manufacturer narrative:
Device evaluation: a mz1000 product was not available for investigation of pr (B)(6); however, the customer confirmed that the complaint sample was from lot 24095016. The feedback provided by the customer states that, "blood sits in bung and blood always seeps out of bung once syringe is removed." Further information from the customer has stated that there was no patient impact and was managed to be resolved immediately. It seems that they have missed the initial education session when they started using this product. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24095016 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However as stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: blood sits in bung and blood always seeps out of bung once syringe is removed.